Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). There was difficulty deploying the mitraclip. The actuator knob was turned eight times and the handle was retracted but the tip of the clip delivery system (cds) did not separate (deploy) from the mitraclip. Troubleshooting steps were performed and the mitraclip was able to be deployed. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received. The reported difficult to deploy the clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the difficult to deploy the clip could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.